Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that for the last 2 weeks it's like the device is misfiring or something and has gotten really bad. They called their doctor but haven't heard back yet. This morning while bending over they had pain in the bicycle seat area and mostly on the left side when previously it was more evenly distributed. They had to turn the therapy off. The patient had changed programs because they were leaking and had pain. They get a cramp on their left instep, butt, and noted their crotch will start to hurt and tingle and vibrate if they have to use the bathroom or fart. They went on a trip in early october and it was like fireworks went off in their crotch and they were also having leakage when approaching the toilet. They were previously told by the company r ep they could change between programs 1, 2, and 3 on their own as they deemed necessary. Patient mentioned they have had amplitudes as high as 6.3 but currently turned therapy back on with amplitude at 2.0 and don't feel anything. They typically have to have amplitude turned up pretty high in order to feel it. Agent reviewed battery longevity expectations. Patient reported they had a really bad fall last spring about a year ago that messed up their back and patient just had an ablation to address the pain caused by that. They used fluoroscope and MRI and the ablation worked so they can at least walk or move but patient is not sure if it messed up the device. The agent recommend patient discuss their fall, ablation, and symptoms with their managing hcp.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.